Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage mtp cross plate had a breakage after surgery could be confirmed since the device has been returned for evaluation. In the event description, "the sales rep has reported that at the time of surgery the plate was bent to shape on implantation." It is specified in the operative technique not to bend a cross plate: "in some cases the plate benders ((B)(4)) may be required. When utilizing the plate benders, the following guidelines should be adhered to: - do not apply on cp plates - ensure the threaded holes of the plate are not disrupted during bending technique - it is not recommended to bend at the plate extremities - plates should only be bent in one direction - do not re-bend plates" [original statement - page 7] therefore, this case is classified as user related. Moreover, in the event description, "the customer, mr (B)(6), has reported that there may be some concern surrounding the foot wear choice of the patient following surgery, against the advice of mr (B)(6)." Please note that the literature reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." [Original statement] such behaviour is adverse because nearly all forces and bending moments are transmitted by the small plate. The plate is only designed for transmission of limited loads until sufficient bone consolidation has been confirmed in the follow up x-rays. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep, reported on behalf of the customer, that a patient was revised due to an alleged broken plate. The sales rep has advised that the reported plate was noticed on x-ray five months after initial implantation. The x-ray has demonstrated that the bone has not fused, therefore required revision surgery. Also, reported that all the screws used were 3mm, and there were 2 non locking and 3 locking. The sales rep has reported that the patient is a (B)(6) female with good quality bone and that there were no complications at the time of surgery. It was also reported that at the time of surgery the plate was bent to shape on implantation. The customer, reported that there may be some concern surrounding the foot wear choice of the patient following surgery, against the advice of the surgeon.

Event description:
The sales rep, reported on behalf of the customer, that a patient was revised due to an alleged broken plate. The sales rep has advised that the reported plate was noticed on x-ray five months after initial implantation. The x-ray has demonstrated that the bone has not fused, therefore required revision surgery. Also, reported that all the screws used were 3mm, and there were 2 non locking and 3 locking. The sales rep has reported that the patient is a 63 year old female with good quality bone and that there were no complications at the time of surgery. It was also reported that at the time of surgery the plate was bent to shape on implantation. The customer, reported that there may be some concern surrounding the foot wear choice of the patient following surgery, against the advice of the surgeon.